Event description:
It was reported that the patient was brought into the clinic due to a high pacing impedance alert. High pacing impedance measurements were not producible with manipulation, but a single hv lead impedance measurement was seen. It was also noted that the lead had been programmed inappropriately. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped.